Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. The pdrn reported the cause of the peritonitis was unknown; however, the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). The patient reported they continue to utilize the same liberty select cycler as before without issue. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the patients¿ liberty cycler set can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient confirmed they went to the emergency room on (B)(6) 2022 for abdominal pain (was not undergoing therapy at onset). A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, doses, frequency, and durations unknown). The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and is recovering from the events. The patient attributed causality to accidentally touching the pd catheter (not a fresenius product) tip without gloves. Per the patient, the liberty select cycler is functioning properly and there are no concerns at this time.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation against or related to the cycler set. Therefore, the complaint is deemed as unconfirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient confirmed they went to the emergency room on (B)(6) 2022 for abdominal pain (was not undergoing therapy at onset). A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, doses, frequency, and durations unknown). The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and is recovering from the events. The patient attributed causality to accidentally touching the pd catheter (not a fresenius product) tip without gloves. Per the patient, the liberty select cycler is functioning properly and there are no concerns at this time.